Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the cap detached from a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube when removing from the holder after blood drawing. No injury or medical intervention.